Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received stuck in a motor error alarm during the bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 236 mg/dl. The customer stated that the insulin pump was in their pocket. The customer does not use the sensor feature. They are able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.